Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that difficulty separating needle and obturator. No further details provided. It was reported this occurred with 3 devices. This report addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was three 15mm intraosseous (io) needles. All three samples were received in their original sealed packaging. Visual inspection of the needle/obturator assemblies was unremarkable. During manipulation, the needle luers felt loose within the obturator hubs. Removal of the obturators was successful and unremarkable. No resistance was encountered. Needle and obturator hub features were measured using a digital microscope and a top-down viewing angle. Those measurements were compared against the specifications. Several dimensions were found to be outside of manufacturing specifications. Those measurements are demonstrated in the attached photographs. Reference the attached photos field in the investigation overview tab. The obturators were successfully removed from the needle shafts; however, the loose fit between the obturator and needle hubs may contribute to difficult separation following drilling procedures. The loose fit was caused by the two components being manufactured outside of specifications. This appeared to have occurred during the molding process. The affected products were manufactured prior to molding equipment updates. The returned samples were sealed, indicating they were not the products used in the field. While components were found to be outside of manufacturing specifications, it is unknown if these features contributed to reported difficulty separating the obturator from the needle.